Event description:
Affiliate reported that the surgeon used a bipolar forcep, and while in operation, a spark/flame came from one side behind mirror. Pt was burned.

Manufacturer narrative:
Codman has received the device for investigation. Upon completion of the evaluation, a follow up report will be filed.